Event description:
A pump malfunction occurred, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer opted to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued without interruption. Additionally, technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it.